Event description:
The customer reported, "leakage at the flush device of the cartridge on the blue line." During returned product evaluation, one sample had a crack in the body. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One received sample leaked at the trigger flush leaked during testing due to a crack in the body. Cracking of this type can occur during the assembly operation, and operators are trained to look for and segregate any of these units. It appears that the above mentioned sample was inadvertently missed during assembly. Review of the complaint database indicates, this is the only reported complaint on this product code in the past two years. Since this appears to be an isolated incident and since the product is no longer being manufactured at the facility, no formal corrective action will be taken. Smiths was able to confirm the issue and determine the cause. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.